Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles in fill channel. A leak test and microscopic analysis were performed which identified: a crack opening on diaphragm valve, sharp opening, delamination (<75% partial separation), fold creases and wear abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve, a sharp opening on the anterior side due to fold flaw opening and partial delamination of the valve (adhesive failure). The reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
Device has been explanted.